Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customers blood glucose ranged from 273 mg/dl to the 600 mg/dl range. Elevated blood glucose was addressed by changing out the infusion set. Customer declined to troubleshoot with tandem technical support and reverted to an alternate method of insulin therapy.